Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had a partial seal. Wooshing frequently was due to seal failure. There was no regrasp alert and an end tone was heard. There was no problem after replacement and good postoperative course. It was used in a hepatitis patient, so it was not returned, and a report was not requested. There was no patient injury.